Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons was not working and scratches on the screen results to screen blurry hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump had no deliver alarm. The product will not be returned for analysis.